Event description:
It was reported that the patient was seen at the hospital for pain and an infection at the site of implant. The patient was experiencing septic shock. The atrial lead and pacing system were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.